Event description:
It was reported that the customer experienced a severe hypoglycemia during pregnancy and the paramedics were called. It was stated that the doctor concluded the device did not contributed to the event. The blood glucose reading was 20mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.